Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the tsw45 device was opened and fired. The staples were not complete when fired. On one side of the cut line, the staples were only formed about half the length of the cartridge. Another instrument was used to complete the case. There was no consequence to the pt.